Event description:
Litigation alleges patient had pain and the ability to perform normal activities has been impaired after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4) - asr/supplemental information received. Part/lot information was updated. There is no new information that would change the outcome of the investigation.the investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr litigation record received. In addition to what was previously alleged, litigation alleges injury, excessive levels of chromium and cobalt after her blood was drawn and emotional distress.

Manufacturer narrative:
Depuy still considers the investigation closed at this time.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.